Event description:
It was reported to boston scientific corporation on (B)(6) 2009, that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, after unpacking, the device was inspected and the clevis was found to be bent. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).